Manufacturer narrative:
Suspect medical device 4 catalog # should have been 07k76-30 instead of 7k76-35. An evaluation is in process.

Manufacturer narrative:
During troubleshooting, the customer evaluated the specimen for macroprolactin interference. Test result of the polyethylene glycol (peg 6000) treated specimen was lower (7.98 ng/ml) than untreated specimen results and indicated macroprolactin interferent was present in the patient specimen. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, accuracy testing, and labeling review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. The patient specimen and product were not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Labeling was reviewed and found to be adequate. Per the product labeling, prolactin may exist in alternate structural forms, such as macroprolactin, and may exhibit variable levels of physiological activity. In patients with elevated prolactin results, additional information may be required for diagnosis. A method of detecting macroprolactin is to use polyethylene glycol (peg) to selectively precipitate the higher molecular weight macroprolactin and compare the results of the supernatant to those from the unprecipitated sample. Based on all available information and abbott diagnostics complaint evaluation, no systematic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated prolactin results for one patient while using the architect prolactin reagents. The following data was provided. The customer uses reference range 5.18 to 26.53 ng/ml. Initial 95.11, repeat 98.6, 7.98 siemens method was lower, 19.9 ng/ml (reference range 2.8 to 29.2 ng/ml). No impact to patient management was reported.